Manufacturer narrative:
Discarded at user facility.

Event description:
The autoplex system was being used in a procedure when it disassembled during the mixing process and the cement leaked outside of the mixer. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.